Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary the device associated with this complaint and was returned to depuy synthes and then sent to warsaw metallurgy team for evaluation. Visual examination found the device heavily worn down and fractured. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery of lcs from 2012. The posterior condyle of the femur has fractured off in situ. Visualised on xray and CT and found in surgery.